Event description:
The customer reported that their display monitor would not power up on their acuity central station system. The central station cpu (central processing unit) was functional and monitoring patients, but staff could not view on screen patient vital signs. This resulted in a temporary inability to monitor patients centrally. There was no report of any patient harm because of the reported events.

Manufacturer narrative:
The device has not yet been received.